Event description:
It was reported that patient presented in ER after receiving 5 shocks during svt due to improper parameter settings. Device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.